Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a robotic assisted urological procedure on unknown date and implantable suture clips were used. During the procedure, when applying clips, it would not stay on the suture. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No further information is available.

Manufacturer narrative:
Cartridge was received in good visual condition. The remaining clips were tested for functionality with test device. Upon functional testing of the device, the instrument loaded, retained and deployed the three clips as intended over suture. The clips were form as intended to our manufacturing requirements.